Event description:
It was reported the camera head had picture disturbance, streaks in the picture, and sporadic picture failure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to poor watertightness of cable unit, water tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the cable unit was twisted, the endoscopic image could not be displayed the most probable cause of the identified failure was traced to user. The event can be prevented by following the instructions for use which state: "- never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had picture disturbance, streaks in the picture, and sporadic picture failure. There were no reports of patient harm.